Event description:
It was reported that a white, floating particle was identified in a large volume infusor. This was noticed during or after filling with ceftazidime (baxter compounded solution) and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 21, 2014 - january 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.